Manufacturer narrative:
(B)(4). Batch # m55k45 . Additional information received: gap setting was in proper position. No indication that device was fully fired. Staple formation had bs and straight staples. Unable to tell if straight staples were from crossing staple line or unformed. Treatment was not altered. Patient is doing well. Additional information requested: were any of the following information pieces of information able to be confirmed? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? It was reported that the ileostomy was planned. Did the post-operative care change based on the leak? What is the patient's current status? The analysis results found that the cdh33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a robotic low anterior resection with ileostomy procedure, upon testing anastomoses, a large leak was observed. Leak was at or near staple line. Two complete anastomotic rings were removed from stapler. Surgeon over-sewed defect w robot then transanal approach. Ileostomy was already planned. There were no patient consequences reported.